Manufacturer narrative:
Concomitant medical products: product ID c3tr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that there was frequent intermittent ventricular loss of capture and high threshold. There was also non-capture on the left ventricular (lv) lead. The physician increased the output to avoid the non-capture, however the non-capture problem did not resolve. The physicians attempts multiple threshold testing, however the non-capture issue happened again and again in both ddd mode in lv + rv and lv only configuration even when lv output set to 5v/0.4ms. The physicians suspected there was a problem in the device output (which caused consistently intermittent lv non-capture despite the fact that high lv output setting which provided more than adequate safety margin was set). The device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.